Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account without the packaging. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. Pmv performed functional testing. The reload was loaded into a post market vigilance instrument (0313) for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve gastrectomy, the stapler was not able to fire. They opened another device to complete the case. There was no patient injury.